Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, were returned and evaluated. The evaluation resulted in no problem found. The issue was not verified in lab therefore the complaint could not be confirmed. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure and was hospitalized overnight and released. The physician stated that he did not think navigation was accurate and cancelled the case. If additional information pertinent to the incident is obtained a follow-up report will be submitted.